Event description:
It was reported that the telemetered battery voltage was 2.55v and the device battery voltage from device performance data ranged from 2.89 to 2.95 over a two week period. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.55v and the daily measurement was 2.92v.